Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Cts assisted the caller by providing pump reset information and guided them through resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any malfunction codes appear again.